Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. The technical support specialist (tss) remoted in and restarted the application and confirmed that the medication was issued and the problem was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that while using the bd pyxis¿ medbank mini, a drawer malfunction occurred, preventing it from opening. The customer indicated that the issue happened while dispensing a medication. No delays in therapy, adverse events, or patient injuries were reported as a result of this occurrence.